Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 0, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.